Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that that oip image not coming up on the monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. The device was not returned to olympus, but reported image not coming on screen failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the issue occurred due to configurational malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.